Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet system, with the device issuing low and urgent low glucose alerts and the user not announcing a meal during the period when the ilet began beeping at a glucose of approximately 70 mg/dl. Symptoms included low blood glucose with a nadir of 55 mg/dl without loss of consciousness or other reported symptoms. Outcomes included self-treatment with oral carbohydrates (orange juice) and recovery of glucose from the 50s to the 80s without medical intervention or assistance. Investigation included troubleshooting and user education regarding system operation, alerts, automated insulin delivery, and meal announcements. Investigation of this case revealed no device malfunction and suggested user-related factors, including missed meal announcement and uncertainty about automated dosing, as contributors to the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to use error and therapy dynamics rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.